Event description:
A tandem mobi cartridge alarm was reported by the caller, and there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer service instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.